Event description:
Customer noticed that insulin had leaked at the o-rings during an episode of unexplained high blood glucose levels. Customer stated that could see insulin between the o-rings. Customer stated that this has happened with at least for reservoirs.